Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio 2 meter was reading inaccurately high compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter inaccuracy issue began around (B)(6) 2016. He reported multiple instances where he obtained inaccurate high results compared to his feelings but had only taken note of the readings on several recent occasions: (B)(6) 2016 "298 mg/dl" vs feelings and (B)(6) 2016 "302 mg/dl" vs feelings. Meter to feelings/normal result comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that he manages his diabetes with insulin (unknown type; self-adjuster). He takes 18-21 units in the morning and between 28-32 units in the evening on a sliding scale. In response to the alleged meter issue, the patient increased his insulin dose to the upper end of his normal dose range, taking 21 units in the morning and 32 units in the evening between (B)(6) 2016. The patient reported that around (B)(6) he started experiencing an increased incidence of hypoglycemic events, during which he would develop the symptoms of "shaking, sweating, feeling hungry". He reported that he self-treated these symptoms with fruit juice. During troubleshooting, the csr confirmed that the meter unit of measure was accurate, that test strips had not exceeded their expiry/discard date and were stored properly. The csr noted that the patient did not possess any control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.